Event description:
It was reported to philips that there the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system hangs up on the startup screen. Upon troubleshooting, the fse identified an error and determined that the software on the suite pc (host), located in the m cabinet, was corrupted. To resolve the issue, the fse reinstalled the software on the suite pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.